Event description:
It was reported to philips healthcare that the etco2 port on the heartstart mrx was broken / damaged. The philips repair bench (bench) later clarified that the etco2 port had been pushed in. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4).